Manufacturer narrative:
Vyaire file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device intermittently displays circuit disconnect alarms. The customer reported the events log recorded transducer fault alarm. The customer performed troubleshooting, but the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation was performed and the reported event could be confirmed but unable to be duplicated. The solenoids are slow to respond.. This issue will be internally investigated within vyaire.